Event description:
During a remote follow up, the device was observed to be back up mode. It was noted, the patient had undergone an MRI and the device had not been programmed into MRI mode. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.